Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative.

Event description:
It was noted that the original setting was done at the time of surgery and it was not working as well, patient met the manufacturer representative about three to four weeks ago and the manufacturer representative increased it but stated he thinks the manufacturer representative increased it too much because he was getting a lot of pain in the nerve from the knee down. The setting was initially at 0.9 at the time of implant, and then in about 3-4 weeks it was increased to 1.5. The patient indicated that for a while it was fine but he started getting extreme pain in the nerve that went to both legs. It was noted that night prior to this call, it was so bad and excruciating that the patient had to turn off the stimulation and for about 20-30 minutes the pain eased up considerably. It was noted that about a week and half patient started getting the pain in both of his legs. The patient was currently on program 3 at 1.5 and was able to decrease stim to 0.0. The patient was able to turn on stimulation and increase stim to 1.1 which he felt comfortable both sitting and standing. The patient will leave on this setting and continue to track his symptoms. It was reported later that this changed worked for 24 hours and then the nerve pain came back. The patient had tried program 1 and 2 but still had the pain. The patient tried program 4 and reported that it no longer was causing the pain. The patient had been getting great symptom relief from the therapy but the nerve pain was bothering him. It was later reported 3 days later that patient was getting 50% symptom reduction and the cause of the event was not determined. It was noted as unknown if device related and patient was reprogrammed. There was no troubleshooting reported. The patient experienced loss of therapeutic effect which was reported as sudden. It reported as unknown if patient experienced loss of stimulation or if it was sudden. It was noted that patient recovered without permanent implant. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported that while the stimulation was turned on the patient had acute pain. The patient had tremendous pain in the nerves that ran down both of their legs. Some days in the mornings and most of the time they had it. The patient could ease the pain by taking ibuprofen and they were wondering if they should be taking this every day. This started at least 1 month ago and starting today it was bad and the patient could hardly walk. The patient changed programs. It was noted that the patient¿s deep brain stimulation (dbs) system was fantastic and was not the problem. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0hzgl, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).